Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that the patient experienced a loss of therapy and that the patient has been back to see their healthcare provider (hcp) and their hcp increased stimulation, but the patient was still not making it "to the toilet on time." The caller checked the ins with the patient programmer (pp) and stimulation was found to be at 1.9 on program 2, however the caller stated that they had increased stimulation to 3. And was not sure how stimulation had changed to 1.9. The caller was advised that the patient should follow-up with their hcp regarding therapy concerns. Patient status is unknown at the time of this report. The change in therapy was not described as sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.